Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8436700, model: sc-8436-70, serial: (B)(6), batch: 7073913.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming done. It was also stated that the patient felt discomfort around implant while lying down. The patient underwent an explant procedure wherein the ipg and leads were removed. The explanted devices were retained by the medical facility and will not be returned.